Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016and iso 10993-1 requirements, the hydromark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contactduration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as havingpermanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intendeduse during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanentimplantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported by the representantive that a 38-year-old patient had an allergic reaction after the hydromark t3 marker was deployed. The patient received hydromark t3 and is in ICU from having an anaphylactic reaction after the procedure had occured. The patients only known allergy is penicillin. We reached out to the reporter for additional information and the status of the patient however, they were unable to support our requests. We cannot confirm that our device caused the reported reaction however, we are submitting the report due to the medical attention received.

Event description:
The representative reported a 38-year-old patient had an allergic reaction after the hydromark t3 marker was deployed. The patient received hydromark t3 lot and is in ICU from having an anaphylactic reaction. The patients only known allergy is penicillin.

Manufacturer narrative:
The initial report was submitted on 13-jan-2023. The purpose of this follow up report is to correct g6 in the initial report which should have the "initial" box checked and d4 expiration date was corrected. In addition, e1 contact information was updated to contain the correct contact name and email. The phone number of the contact was added.